Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 58.0-58.2cm and 58.4-58.5cm from the connector pin. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of inappropriate hv therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had inappropriate shocks. Patient was in good condition. The device and the lead were explanted. The patient condition before, during and after the procedure was good.